Event description:
A complaint was received from customer that reported the top half of the "hundred unit" was missing from the display. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.